Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that she was experiencing high blood glucose levels. During the troubleshooting, the customer began showing signs of hypoglycemia. The paramedics were called for assistance. The customer later called back to continue troubleshooting. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.